Event description:
The customer reported that during an unspecified procedure, a foreign object was observed exiting the scope. The doctor believed the foreign material to be from a previous patient. The room nurse reported that "it was a wet substance that looked like a flat piece of skin that was white and bubbly." It was noted that no biopsies were performed on the three previous patients using the gastrointestinal videoscope. The customer reported that scope¿s channel is brushed meticulously as instructed in the IFU and this phenomenon has occurred in four different procedures. There was no patient infection reported. This is report 4 of 4 and is being submitted to address the fourth patient¿s procedure.

Manufacturer narrative:
As part of our investigation, an olympus endoscopy support specialist (ess) was dispatch to the user facility to observe the facility's reprocessing technicians¿ practices and provide training if necessary. To date the ess visit has not been finalized. The scope was returned to the service and is pending evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly. Please reference the related patient ID(s): (B)(6) which addresses the additional three patient procedures.

Manufacturer narrative:
On january 13, 2022, an olympus endoscopy support specialist (ess) visited the site to observe the reprocessing practices at the user facility. The ess reported that during the observation, the customer leak tested the scope in detergent water. The customer did brush in different order than what the IFU says, the customer did the suction step for only around 20 seconds instead of 30 seconds. Once the customer was done with the suctioning step, they drained the detergent water and filled the sink with rinse water and gently agitated the scope in the rinse water then drained the rinse water and placed paper towels over the distal end of the scope then ran the detergent, water, and air through the scope using the scope buddy while the scope sat in the empty sink. Subsequent to the observation, the ess provided a reprocessing in-service to the user facility¿s staff to train them on how to properly reprocess an olympus endoscope according to the instructions for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation. In addition to the incorrect reprocessing, the device evaluation found the following: the switch/camera had a cut, a leaking forceps passage, a deep scrape in the box channel, dents on the plastic cover, bending section cover adhesive is cracked and the insertion tube buckles below the bending section cover adhesive. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material exiting the device was likely from one of the following events: 1) during the manual cleaning after the previous procedure, the user did inadequately brushing or suction. 2) foreign material which seemed to be piece of skin have left in the biopsy channel. The material got adhering. 3) the adhering material was discharged from the subject device by stress from forceps passage. The specific root cause of the incorrect reprocessing at the facility could not be determined at this time. The following information is stated in the instructions for use which may have prevented the issue: "1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators.¿ the following information is stated in the instructions for use regarding reprocessing: ¿5.4 leakage testing of the endoscope: perform the leakage test: 1. Fill a clean, large basin with the water referred to in section 3.2. (3.2 water (for reprocessing): water is used for leakage testing and manual cleaning of the endoscope and accessories. For these purposes, use either fresh, potable tap water or water that has been processed (e.g., filtered, deionized or purified) to improve its chemical and/or microbiological quality. Consult with your hospital¿s infection control committee.) 5.4 manually cleaning the endoscope and accessories: brush the channels 5.4 manually cleaning the endoscope and accessories: aspirate detergent solution through the instrument channel and the suction channel: 4. Cover the suction cylinder of the endoscope with your gloved finger and aspirate the detergent solution through the instrument channel and the suction channel of the endoscope for approximately 30 seconds.¿ olympus will continue to monitor field performance for this device.